Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a cracked battery compartment and intermittent sound issue upon pump power up. The pump was opened up and a cracked solder on piezo was diagnosed. Unrelated to these issues, the clip was broken with a piece of the clip stuck in the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.